Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the left ventricle (lv) lead exhibited high capture threshold measurements. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.